Event description:
The reporter reported "false negative" case on (B)(4) review post on (B)(6) 2022. The reporter claims that the product result is inaccurate. Despite the symptoms, the test was negative and she went to the pharmacy to test another test it was positive. Therefore, she thought this test is not accurate. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information, such as product information (lot #, expiration date, etc.) And any further information to investigate the false negative based on pcr test results to confirm that the results are false with the consent of the reporter.